Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? Were any concomitant procedures performed? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? Please describe any medical intervention given for pain management including medication name and results. Describe any other medical/surgical intervention including dates and findings. What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Product code and lot number? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure in (B)(6) 2019 and mesh was implanted. The patient reported experiencing issues for the past 5 years after surgery. Since then he has been in constant pain. The patient states he was diagnosed in 2019 with neuropathic pain and chronic pelvic pain. It took a year for the wound to heal. Patient claims to have lost his job and home. A medical letter dated 07-apr-2021 reports the patient had erythema around the area of pain in his right flank. On (B)(6) 2022, the patient was injected with some local anesthetic and steroid over the tender area in the medial inguinal canal and around the pubic tubercle. As of (B)(6) 2024, the patient is experiencing inability to walk properly, does not work, and feels his quality of life has reduced considerably. The patient has no allergies on file. The patient wishes mesh removal, but was advised against it. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: "patient is seriously ill and in bed all the time. Waiting for the mesh removal surgery to happen (on waiting list). Patient does not have the energy at this stage to contact the original hospital and request the full medical dossier, but will consider that later."

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b1, h1 - this medwatch report is being voided as additional information was received stating no ethicon mesh was involved in the incident.